Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2018. It was reported that the circumstances that led to the long recharge time and the ins only charging to 50% is the report that the patient had to ¿uncouple¿ to use the restroom, eat, etc. On (B)(6)2018, the patient reported that it took 5.5 ¿ 5.6 hours to charge the ins, she starts charging the ins when it is 0-50% full, and she felt that the charging process was misinterpreted to her. The patient did not say if this was normal recharge duration or not. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient¿s battery was taking 3 to 5.5 hours to charge with 8/8 coupling and that amount of time to charge only got patient to 50% battery. Patient was very dissatisfied with the amount of time to charge and the frequency of charging, and patient wished she would have gone with a prime advanced. No further complication and no symptoms were reported.